Event description:
During the opening of the ampulla the nurse got injured (incised wound). The chips were removed and the patient was not affected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: expiration date obtained from review of device history records. Manufacturing documents were reviewed and no complaint related issues were found. (B)(4). Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the opening of the monomer ampulla, the lid did not work as intended. Two bottles did not break as required. No additional information is available. This is 2 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device is for treatment, not diagnosis. Placeholder.